Event description:
It was reported that detained foley catheter on (B)(6) and natural removal confirmed on (B)(6).

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
The reported event is confirmed as manufacturing related. The root cause identified, it was difficult to assure the positioning of the catheter due to vision was difficult. Two photos were received. The first one shows an overview of the two-way catheter and the second photo zooms into the catheter balloon and tip. It was also received one 2-way catheter with cut portion of inlet tubing. Visual inspection noted no obvious defects. Attempted to inflate balloon with 10 ml of methylene blue solution (3 drops 1% aq methylene blue per 100ml distilled water) and the solution immediately went into the drainage lumen, leak was observed through the drainage eyes and solution was observed leaking from the cut portion of inlet tubing. Sample received product does not meet specifications which states ¿catheter leaks, valve leaks, balloon perforation, lumen to lumen, prematurely deflated and dislodged balloon are not allowed, and must inflate and deflate with the use of a syringe.¿. A DHR review are not required for this reported event. The labeling review are not required for this reported issue. Correction: d,g h11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : the actual/suspected device was inspected.

Event description:
It was reported that detained foley catheter on (B)(6) 2024 and natural removal confirmed on (B)(6) 2024.